Event description:
There was a high force sensor error after the ablation catheter was placed into the patient. The catheter was removed and replaced with no reported harm. Manufacturer response for ablation catheter, 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional (per site reporter).